Manufacturer narrative:
The customer refused a service visit and stated recalibration resolved the issue. The investigation is ongoing. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 results for multiple patient samples from the cobas 8000 cobas ise module. Preventive maintenance had been performed on the analyzer. Afterward, the customer calibrated and qc was out high. They repeated qc and it was still high, so they recalibrated and qc was then in range and they began to run patient samples. When qc was performed again later in the evening, it was out of range. The customer recalibrated and qc was then in range. They then repeated all patient samples on another analyzer. Data was provided for two patient samples. Patient 1 initial sodium result was 133 mmol/l and the repeat result was 140 mmol/l. Patient 2 initial potassium result was 3.6 mmol/l and the repeat result was 4.3 mmol/l. The questionable results were reported outside of the laboratory. The sodium electrode lot number was i85 with an expiration date of 19-sep-2021. The potassium electrode lot number was s36 with an expiration date of 28-nov-2021.

Manufacturer narrative:
The investigation determined the customer's action of recalibration resolved the issue.